Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: addr01 ipg, implanted (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited chronically high impedance. High capture thresholds were also noted. A lead fracture was suspected. The lead was reprogrammed and remains in use. No revisions have been planned. No patient complications have been reported as a result of this event.